Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined a depleted battery due to improper maintenance was the cause of the reported issue. The device log showed that the device was in a not ready state for approximately two months before the customer attempted to use it on the patient. The operating instructions instruct the user that "device readiness should be verified at least once each month." A clinical review was performed and there was insufficient data to conclusively determine if the device contributed to the patient outcome.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.